Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, opening on posterior, opening valve. Leak test and microscopic analysis was performed which identified: opening crack, opening sharp and opening puncture. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge due to an unidentified (tear) opening. A striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.